Event description:
It was reported that post-operatively from a tvt procedure, the pt experienced urge incontinence symptoms that the pt did not have prior to surgery. The pt was referred for uro-dynatic testing and nothing was detected. For approx 8 months, the surgeon tried a variety of medications, but the symptoms persisted and the pt then developed a burning sensation. The burning became more intense. The pt received a second opinion. During a cystoscopy and uro-dynamic testing, it was found that the pt had stones in the bladder and that a piece of the tvt tape was in the bladder. The surgeon scheduled a cystostomy, excision of tape and repair of the bladder. On 2/29/2000 the stones were drained through a nephroscope, excised approx 2-3 cm of the tape which had calcium deposits attached to it. The surgeon then repaired bladder with sutures. No pt consequences reported.